Event description:
Additional information received indicating that the event year was 2018 and hospital name is (B)(6) hospital (csh). Surgical delay 10 minutes and quantity of two.

Manufacturer narrative:
Product complaint # (B)(4). Non-healthcare professional. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement vials broke irregularly and fell into the mixing system.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 0 non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.